Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: ios / ios_iphone 14 pro max / unknown / ios 26.1.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.